Event description:
When the mattress topper is cleaned, the topper will overinflate and pop the surface creating a ballooning effect. Manufacturer response for bariatric bed system, compella (per site reporter): mfg states ballooning is due to cleaning with blower motor running.